Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had experienced elevated blood glucose levels, up to the 500's (mg/dl). The customer was uncertain as the suspected cause but stated that it may be due to a change in diet. The customer adjusted their temporary basal rate, delivered boluses with the pump, and administered manual injections. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.